Manufacturer narrative:
Insulation and conductor damage was noted at 24.9 - 25.6 cm from the pin consistent with clavicle crush damage. All filars conductor insulation were fractured. This is consistent with the observation from the field of high impedance and loss of capture.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead had high impedance and loss of capture. In clinic testing confirmed these findings. The lead was explanted and replaced. The patient was stable post procedure.